Event description:
Delay in recognition of retained nasopharyngeal airway (npa) placed prior to admission causing bleeding, swelling, need for emergent trach when patient was extubated and required reintubation. Npa was clear and has no radiopaque strip making it more difficult to recognize both visually and radiographically. Unable to identify manufacturer or any device information.